Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the patient right atrial (ra) lead exhibited low pacing impedance. Furthermore, the ra lead exhibited oversensing that caused pacing inhibition and inappropriate mode switch. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.